Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, "a right side deflation". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings on anterior side assessed, as unidentified (tear) opening (no shell thickness, due to opening is under plug strap). And surgical damage. Additional observations: observed, creases on the device. Brown particles observed, inner the fill channel. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "a right side deflation." Device remains implanted.